Manufacturer narrative:
The customer¿s report of a leak proximal to the lower fitment (¿above the blue slide clamp¿) was confirmed. Inspection under magnification revealed a tear in the silicone tubing proximal to the lower fitment, measuring 2.88mm long. There was no evidence of crush marks or damage to the upper or lower fitment or to the remainder of the set. Functional testing was performed; a leak was observed at the location of the tear. The cause of the leak was a tear in the silicone tubing. The cause of the tear is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that there was leaking from a small hole found in the tubing just above the blue slide clamp that fits into the pump. There was no report of patient harm.